Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number : 1627487-2020-02327. It was reported that the patient has been experiencing ineffective therapy after a near fall incident. The force of the fall caused the lead to become damaged. As a result, surgical intervention took place on (B)(6) 2020 wherein the patient¿s lead and ipg were explanted and replaced. Therapy has been restored post-op.